Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that approximately three months following bilateral lasik treatment for myopia, the pt presented with hyperopic shift and cylinder in the right eye. The pt reported blurred vision. In a follow up, the center director reported that the surgeon will be monitoring the pt's stability for a possible lasik enhancement in the future.